Event description:
It was discovered through a retrospective literature review that a revision surgery may have not been previously reported to biomet microfixation. There is no confirmed biomet microfixation product involved in the reported complication, however, it is possible that a biomet microfixation device was involved, therefore the MDR is filed. If additional information is later received that further implicates biomet microfixation devices, a follow-up report will be sent.

Manufacturer narrative:
It was discovered through a retrospective literature review that the patient injury may have not been previously reported to biomet microfixation. There is no confirmed biomet microfixation product involved in the reported complication, however, it is possible that a biomet microfixation device was involved, therefore the MDR is filed. The IFU for pectus bars contains warnings of possible adverse effects of surgical implantation. If additional information is later received that further implicates biomet microfixation devices, a follow-up report will be sent.